Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
¿It was reported that in an online survey the physician stated "no, user did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its or their medical application(s).¿ because "additional training required by most UK trusts now required in addition to info leaflet to establish user competence" in relation to the silicone elastomer coated foley catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the online survey a physician stated that "no, user did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its or their medical application(s).¿ because "additional training required by most UK trusts now required in addition to info leaflet to establish user competence" in relation to the silicone elastomer coated foley catheters.